Event description:
Olympus was informed that the pt had a malformation of one of the lungs with an abnormally large pulmonary artery. The pt was said to have undergone a therapeutic laparoscopic lobectomy procedure on (B)(6) 2013 where an unspecified monopolar hook was used for dissection, the pulmonary artery was clipped at the base using a teleflex medical weck hemo-o-lok ml ligating clip, and the subject device was used to seal. There was no bleeding visualized during the procedure. The procedure was said to have been completed successfully. On (B)(6) 2013, one week following the original procedure, the pt was said to have had no vitals. An open thoracotomy was said to have been performed and it was discovered that the pulmonary artery was bleeding with no clip found. The bleeding was said to have been controlled and the pt was resuscitated. The pt was said to have been in stable condition. There was no known cause for the delayed bleeding.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that the referenced device was disposed of as the original procedure was completed successfully with no indication of device malfunction. There was no error message/code displayed during the procedure. The device referenced in this report was not returned to olympus for eval. The exact cause could not be conclusively determined.